Event description:
Vibracare pulmonary percussion device was left in the pt's bed. The pt, who was unconscious, rolled back on the device which was left on; subsequent secondary and third degree burns developed to his left arm and flank area. Dates of use; (B) (6) 2006 - (B) (6) 2010. Diagnosis or reason for use: copd with atelectasis. Event abated after use stopped or dose reduced? Yes.